Event description:
It was reported the subject device had cable broken. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had cable broken. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found damage cable. In addition, the following reportable malfunctions were identified during the device evaluation: image capture flooding (internal), cable flooding, electrical contact dents, crack on the connector, scope mount corrosion, camera head leak. Review of service repair history record noted there was no repair history for the device within the previous 12 months that are related to the reported event. A definitive root cause of the damage cable could not be identified. As per instructions for use (IFU), it states: endoscope image disappearance and freezing (warning). Do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and destroying the electrical circuitry inside the product due to water leakage. Be very careful not to scratch the camera cable with sharp objects. Do not strike or drop the product. Water leakage may cause damage to the product's internal electrical circuits. Olympus will continue to monitor field performance for this device.